Event description:
Repeat plateletphersis blood donor, first time donating on new trima plateletphersis machine that is notable for discontinuous flow with intermittent return of donated blood after platelet extraction. At conclusion of procedure, unusually prominent leukocytosis and monocytosis noted in pt's peripheral blood but no symptoms. During 8 prior plateletphersis donations on a cobe spectra, this donor never showed any abnormal leukocytosis but once developed a brief episode of diarrhea of uncertain etiology. Validation of the gambro trima machines at hosp is now complete. 42 prior plateletpheresis procedures on 42 other donors have not had any evidence of postdonation leukocytosis.